Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer reported via phone call indicating that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer's blood glucose was 400 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer did not troubleshoot and did not send the product back for analysis. The customer will call back if the issue continues.